Event description:
The customer reported an issue with the cartridge not fitting properly on the pump, experiencing difficulties particularly with snapping the cartridge onto the pneumatic tap area. There was no adverse impact to the customer¿s blood glucose levels. Cts assisted caller with filling a new cartridge. Caller was able to complete load process and resume insulin